Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical review/rationale: an impella cp was inserted via the femoral artery to support the 72 year old female patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The underlying medical history was not shared. The pump was supporting when on day of implant the urine was pink in color and the team was monitoring the urine and hemodynamics for possible hemolysis. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position. After 2 days the pump was weaned and explanted and patient survived.

Manufacturer narrative:
Ppae/hematuria: the cause of the injury was not determined due to insufficient clinical details. Correction has been updated in d1 (brand name). Additional information has been provided in h6 (component code, investigation findings, and type of investigation).